Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: a review of the pump black box data revealed two cs 064 call service alarms during the prime step. During testing, the pump was powered on and exercised for 24 hours with no duplicated call service alarms. The rewind, load, and prime steps were completed successfully with no duplicated call service alarms. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. The pump case was removed, and no internal defects were found.